Manufacturer narrative:
(B)(4). Event date sometime in 2019. Explant date sometime in 2019. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01043.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation and a second revision approximately 1 year later due to dislocation, fall, and fracture of the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: 00875705402 ¿ continuum shell ¿ unknown lot. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.